Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 he received a "sensor failed" alert on his receiver. The wire was not present when patient looked for it. Patient stated he did not retract the needle during insertion as instructed in the device guide.